Event description:
It was reported that the minicap did not have any iodine and that the sponge inside the minicap appeared to be dry before it was used. The hp stated that there was no damage to the outer pouch of the minicap or the box itself. The hp had discarded the minicap. The hp stated that the new box of minicaps that was recently received did not have the issue of dried minicaps. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 3 of 15.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer indicated that the sample was discarded. As a result, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.